Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The aortic neck was 24 - 25 mm in diameter along its length with mild angulation but without calcification or thrombus. Iliac vessels had unremarkable tortuosity and calcification. It was reported that the endurant bifurcated stent graft was deployed without issues; however, it was not confirmed whether all the suprarenal struts had completely flared out during deployment. The delivery system was torqued and advanced forward during the devic removal as normal. As no resistance was felt during the device removal, the physician continued to pull downward on the delivery system. The angiogram then showed that two of the suprarenal struts were crossed and that the front of the graft fabric had moved down slightly, resulting in a slight proximal type I endoleak. The physician ballooned that area; however, there was still a slight proximal type I endoleak. No further intervention was performed at the time of the implant. Then, approx 1 week post-implantation, the physician elected to surgically-convert the pt to an open repair. No add'l clinical sequelae were reported, and the pt is fine. The explanted grafts have been received by medtronic, and the eval is pending.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak, stent graft misplacement, surgical conversion), (unk cause of event; pending explant eval), (user did not confirm whether all the suprarenal struts had completely flared out during deployment). Eval, conclusion: (unk cause of event; pending explant eval), (user did not confirm whether all the suprarenal struts had completely flared out during deployment).